Event description:
Left hearing aid does not fit properly (too loose) causing feedback and hearing interference. Phonak remade left aid (7) seven times. After seventh remake phonak said they could do no more and refused to remake. Phonak made right aid and it fit perfectly after the audiologist drove 140 miles one way to their manufacturing site to show the technician my existing aid and how it should fit. Audiologist did not drive to phonak with left aid thinking the MFR would know how it should fit especially since the audiologist had just visited two weeks earlier with the right aid.